Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the end tip of the hemopro device heated up to bright red hot after the device was deactivated. The harvester pulled out the device. The hospital replaced the extension cable vh-3030, connected to the same hemopro device and the procedure was completed without issue. The hospital suspected that the issue was from the extension cable vh-3030. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. A lot history record review cannot be performed because the lot number was not provided. (B) (4).